Manufacturer narrative:
Site reports that the apt locked up but is functional. They are looking into replacing the navlock instrumentation in the future.

Event description:
A site rep reported that an apt instrument locked up. There was no pt present as this did not occur during surgery.